Event description:
The customer reported that the pencil wire has a defect with the copper showing. There was no injury reported.

Manufacturer narrative:
(B)(4). The return of the incident sample was requested. However, it has now been indicated that the device is not available for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.